Manufacturer narrative:
This device used for treatment and not diagnosis. Review of finished product device history record (part number 02.118.401, lot number 7356130, work order (B)(4), branch plant (B)(4)) determined that this order met all dimensional and visual criteria at the time of release, with no irregularities documented. Review of the raw material device history record (part number 14065, lot number 7207429, and branch plant (B)(4)) found no anomalies that would cause or contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Consultant reported surgeon drilled a hole through the 2nd most distal, most posterior hole in the 2.7mm va-lcp lateral distal fibula plate/3 holes/left and inserted a metaphyseal screw (02.118.522) to compress the plate to the bone. After inserting some va locking screws in surrounding holes, he removed the metaphyseal screw and replaced it with a 2.7mm va lckng screw slf-tpng with t8 stardrive recess 18mm. That screw was stripped and the surgeon was unable to remove it; it would not back out of the plate. To ultimately remove the stripped screw, surgeon had to remove all of the other screws in the plate and remove the entire plate with the stripped va locking screw still inside it. The surgeon then implanted a new va (locking compression plate) lateral distal fibula plate and associated screws and completed the case successfully. The surgery time was extended by about 15 minutes. This complaint is on the plate. This is 1 of 2 reports for complaint (B)(4).